Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and alert data error issues were verified while based on the analysis, the alleged settings issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was in 139-149 mg/dl range. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.